Event description:
It was reported by patient¿s father that the patient¿s blood glucose (bg) rose above 300 mg/dl while wearing the pod between 24 and 36 hours. Patient¿s father stated that pod was coming off the skin while at the park. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Patient¿s father also reported bleeding at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.3 cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.